Manufacturer narrative:
(B)(4). (B)(6). The device has not been received; however a photograph of the device has been received. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set had started to chip and break apart where the set locked when the transfer set was being changed. The point where the damage occurred was reported to be the blue section of the twist clamp. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual device was not received; however, a photograph of the device was received for evaluation. Visual inspection of the photograph revealed that the main body of the transfer set was cracked/damaged. The reported condition was confirmed. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.